Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with inappropriate shock. During the follow-up, device interrogation revealed atrial fibrillation with rapid ventricular response. Medication was increased and patient was sent home stable. No further information is available.